Event description:
N/a.

Manufacturer narrative:
The complaint device was returned for evaluation. No device history record review was possible as the provided serial number ((B)(6)) does not appear to be a valid integra number. No other lot or serial number was provided during the complaint investigation. The reported complaint was not confirmed. The evaluation showed that the unit has passed all specific functional testing requirements. The observed condition was likely caused by improper handling of the device and the device already exceeded its expected life of seven (7) years (manufactured on 2008). The definite root cause could not be reliably determined.

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A nurse reported that the a1059 mayfield modified skull clamp was used for an unspecified procedure on (B)(6) 2020. The surgeon was positioning the patient's head in the clamp and the locking mechanism was locked; then the patient's head slipped in the clamp causing a small laceration. There was no known delay in surgery. The laceration was stitched. The clamp was immediately removed from service. Additional information has been requested.